Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted that the insufflation port was cracked. The balloon, lock collar and valve doors appeared intact. The obturator was received. The inflation syringe was not received. The condition of the device precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cracked insufflation port may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter during a laparoscopic esophagectomy procedure, the surgeon found that the balloon inflation port was broken with a small hole on the wall. The balloon was unable to inflate. The product was tested before the procedure. There was no injury to the patient and no component fell into the cavity. The surgery time was not extended by 30 mins.